Event description:
It was reported that the saw is overheating. There were no reports of any pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.